Event description:
It was reported by service report that the foot end brakes were not holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam; retaining ring; caster tube brake pin guides.